Event description:
The home pt (hp) reported a se2240 alarm to baxter technical support while receiving therapy with the homechoice device. The alarm occurred as a result of the pt's transfer set coming loose from the catheter and a leak was noted. The hp discontinued the treatment at the time of the alarm. The hp notified his healthcare professional (hcp) and received a transfer set change. In addition, the hp was treated with the following prophylactic antibiotic: ancef 0.5gm intraperitoneally. No pt injury as a result of this incident per the hcp.